Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, dob, gender and weight not available for reporting. Date of event: unknown. Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a synthes 2.4 mm variable angle (va) locking compression (lcp) distal radius plate, five (5) unknown 2.4 mm locking screws, and two (2) unknown 2.4 mm cortex screws to treat and unknown distal radius fracture on an unknown date. Postoperatively, the patient presented with pain and a tendon rupture. The patient was returned to the operating room on (B)(6) 2018 where the implants were removed intact and without difficulty. The patient was reported to be in stable condition. This complaint involves three (3) devices. This report is 1 of 3 for plate,fixation,bone.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part no.: 02.111.721, lot no.: 9134666 , manufacturing location: raron, release to warehouse date: 24.sep.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Corrected data: physical manufacture location device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.